Manufacturer narrative:
Review of the most recent repair records for pns 00770301500 and 00770302000 determined these cutters failed the cut test. The cutter gears and collars were replaced; however, cutters cannot be fully repaired without replacement. Review of the device history record for pn 00770301500 identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported incomplete mesh. The device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.